Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database and a review of the complaint history for the reported lot could not be performed, as this complaint is based off a social media post, and no device/lot information was provided. Based on available information, a cause for the reported clip opening while locked could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that in 2022, a mitraclip xtw was implanted on an unknown date. At an unknown time, the clip opened while locked (cowl). There were no reported patient consequences.

Event description:
It was reported that in 2022, a mitraclip xtw was implanted on an unknown date. At an unknown time, the clip opened while locked (cowl).

Manufacturer narrative:
B2: event date was estimated d4: the UDI number is not known as the part and lot number were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.